Event description:
Dislocation right knee and torn acl. Uni-knee replacement - (B)(6) 2015. Felt unusual movement in knee. Starting (B)(6) 2015. Knee dislocated poly moved causing tearing of right acl. Lived with nee dislocated until 2nd surgery (B)(6) 2015. Present time - torn acl yet and constant pain.